Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused an unsuccessful retrieval attempt, the filter is irretrievable. The indication for the filter implant has not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The timing and details of the retrieval attempt has not been provided. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: unsuccessful retrieval attempt, filter is irretrievable and remains in place. As a result of the malfunction, patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will required continued close monitoring or the filter, medications to reduce the risk of new blood clots, and may need a risky surgery to attempt to remove the filter.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: unsuccessful retrieval attempt, filter is irretrievable and remains in place. As a result of the malfunction, patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will required continued close monitoring or the filter, medications to reduce the risk of new blood clots, and may need a risky surgery to attempt to remove the filter. The following additional information was received per implant records: the patient is paraplegic and presented with left lower extremity dvt. The right internal jugular vein was accessed and using a cavagram, an optease ivc filter was deployed in the infrarenal ivc. The procedure was completed successfully and the patient tolerated the procedure well. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 6 years and 6 months post implantation. The patient reports filter embedded in wall of ivc, unable to be removed and future perforation/fracture is likely. The patient also reports suffering from anxiety. Approximately 15 months post implantation, the patient underwent an unsuccessful ivc filter retrieval procedure. The following additional information was received per medical records: during the unsuccessful filter retrieval attempt, the filter was said to be blatt banded in the wall of the ivc. The filter remains implanted.

Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth), section b3 (event date), section b5 (event description), section b7 (relevant medical history), section d11 (concomitant medical products: one wall puncture needle, bentson guidewire, 6fr sheath), section g4 (date received by the manufacturer and PMA/510(k) number) section h6 (evaluation codes: removal of patient code 2692, addition of patient code 1204) complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes paraplegia and acute left lower extremity dvt. A cavogram was used and an optease ivc filter was deployed in the infrarenal ivc. The procedure was completed successfully, and the patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: unsuccessful retrieval attempt, filter is irretrievable and remains in place. Per the patient profile form (ppf), the patient reports filter embedded in wall of ivc, unable to be removed. The patient also reports anxiety. Approximately 15 months post implantation, the patient underwent an unsuccessful ivc filter retrieval procedure. During the unsuccessful filter retrieval attempt, the filter was said to be blatt banded in the wall of the ivc. The filter remains implanted. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as (B)(4) days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.